Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that he insulin pump had replace battery now alarm and failed battery alarm. Customer's blood glucose value was 10.5mmol/l. Customer did not receive a low battery alert prior to the replace battery now alarm. Customer states there were not unattended alarms. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, no failed battery alarm and no power loss alarm during test. Pump received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and broken belt clip rails.